Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) exhibited buckling of the cylinder. A surgical procedure was subsequently performed, during which the ipp was explanted. No further information was provided.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established. Therefore, a conclusion code of cause not established was assigned to this investigation.